Manufacturer narrative:
(B)(6).

Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow-up, the device exhibited far r-wave oversensing following a paced event. Programming changes were recommended and the device remains implanted.